Event description:
It was reported that this left ventricular (lv) lead had increased threshold values. An x-ray confirmed lead was dislocated. The physician elected to reprogram device. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.